Manufacturer narrative:
Manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record (DHR) review is not required. Investigation summary: the device was not returned for evaluation. Images were not provided. Medical records were provided and reviewed. The medical records allege bard eclipse filter was implanted due to deep vein thrombosis and pulmonary embolism. Approximately two months post filter deployment, patient presented with chest pain and was placed with permanent pace maker. Approximately, seven years later, CT revealed ivc filter with hypo attenuation in the ivc above and below the ivc filter highly suggestive of thrombus. There was a cyst in left and right hepatic lobes, and interval infiltration in the retroperitoneal space, which could be related to ivc thrombosis. The patient was recommended for heparin drip. There were no device deficiencies identified within the medical records. Therefore, the investigation is inconclusive as no objective evidence has been provided to confirm any alleged deficiency with the filter. Additionally, it can be confirmed that the patient experienced thrombus above the filter post deployment. However, the relationship to the filter is unknown. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 03/2014).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. No alleged deficiency with the filter was reported. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient reportedly experienced thrombus above the filter; however, the current status of the patient is unknown.